Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 012 alarms.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed a call service 012 alarm had occurred on (B)(6) 2015. The pump powered on normally and successfully completed ezprime steps with no call service alarms occurring. The pump was exercised for 24 hours with no errors, alarms, or warning. The pump casing was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 012 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.